Event description:
It was reported that there was a revision knee where the tibia was exchanged. Adding a revision tibial base plate with stem and a new poly. Had to be revised due to hematoma. Only needed poly exchange.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding revision of the insert (due to a hematoma) involving a no 6. Triathlon ts plus tibial insert x3 poly 11mm was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed determined due to the minimal information received. The clinical indication for the revision was a hematoma. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a revision knee where the tibia was exchanged. Adding a revision tibial base plate with stem and a new poly. Had to be revised due to hematoma. Only needed poly exchange.